Manufacturer narrative:
A visual inspection was performed on the returned guide wire, and the reported separation was confirmed. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use. The investigation determined the reported guide wire core separation appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional hi-torque bmw device referenced is being filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat the aortic valve. During a transcatheter aortic valve implantation, two guide wires (balance middleweight and balance heavyweight) were noted as broken in two pieces. Both devices were simply removed. Two other unspecified devices were used to successfully complete the procedure. There was no reported adverse patient effect or clinically significant delay. No additional information was provided.